Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 121 mg/dl. He retested using another meter and received a reading of 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed a control test result during the call and the result fell within the normal control range. No product will be returned. A replacement meter was sent to the customer.

Manufacturer narrative:
At the time of the initial call, it did not appear the test strips were going to be returned for evaluation. Since the test strip information was not provided in the initial report, it's being provided in this follow up report.